Event description:
Small piece of babcock clamp observed to be missing. Scrub nurse unable to verify if instrument was broken or intact before case began. Surgeon examined abdoman x-ray was taken with no evidence of a foreign body in abdomen.